Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator service required alarm occurred. The patient was admitted to the hospital for an emergency and oxygen concentration was 55% but the actual concentration was 21%. The ventilator was replaced with another device. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's oxygen blending module board and interface board needs to be replaced to address the issue. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's oxygen blending module board and interface board were replaced to be replaced to address the issues.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator service required alarm occurred. The patient was admitted to the hospital for an emergency and oxygen concentration was 55% but the actual concentration was 21%. The ventilator was replaced with another device. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's oxygen blending module board and interface board needs to be replaced to address the issue. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's oxygen blending module board and interface board were replaced to be replaced to address the issues. After receiving further information from the patient, it is determined that the initial report should have been filed as product problem only. Section adverse event/product problem in box b, section type of reported complaint and health impact grid (1) in box h has been updated/corrected in this report.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator service required alarm occurred. The patient was admitted to the hospital for an emergency and oxygen concentration was 55% but the actual concentration was 21%. The ventilator was replaced with another device. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's oxygen blending module board and interface board needs to be replaced to address the issue. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's oxygen blending module board and interface board were replaced to be replaced to address the issues. After receiving further information from the patient, it is determined that the initial report should have been filed as product problem only. Section adverse event/product problem in box b, section type of reported complaint and health impact grid (1) in box h has been updated/corrected in this report. The oxygen blending module board and interface board were evaluated by the manufacturer's product investigation laboratory (pil) and found the oxygen blending module board and interface board functioned as designed and operated without issue or error codes.

Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. The patient was admitted to the hospital for an emergency and oxygen concentration was 55% but the actual concentration was 21%. The ventilator was replaced with another device. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's oxygen blending module board and interface board needs to be replaced to address the issue.